Event description:
This case was reported by a physician and described the occurrence of blood abnormality in a patient who used poligrip (formulation unknown) for an unknown indication. On an unknown date, the patient began using poligrip. An unknown time later, the patient experienced copper deficiency, blood abnormalities, anemia, decreased white blood cell count and spinal cord problems. The physician reported that the patient was excessively using the product; overdose. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Verbatim text received: consultant neurologist rang. He stated he has a case report of spinal cord problem in a patient secondary to zinc, secondary to poligrip. Patient also has copper deficiency, blood abnormalities, anemia, decreased white blood cell count. He is uncertain which poligrip product it is, but he is certain it is due to poligrip. Patient was excessively using the product. (Super) poligrip is manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).